Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple weeks back the patient noticed that the implantable neurostimulator (ins) battery seemed to deplete quicker than normal when the ins battery level would get lower. They stated that the last couple days the patient noticed their neck has been real tight, noting that the neck tightness has gotten progressively worse. The patient also noted that it felt like their therapy was turned off. They tried to check therapy status with the patient programmer, but they kept getting a informational screen that had a triangle flashing next to an ins battery that appeared to be 25% charged. It was reviewed that the patient programmer was in 'icon only' mode and that the screen meant that the ins battery level was too low and therefore was unable to fully synchronize with the ins so they could see therapy status. The patient stated that they charged their ins to 75% on friday and saturday, but they could not remember if they charged it yesterday or the day before. The patient started charging their ins during the call and noted that the ins battery level was between 25-50% and all 8 coupling bars were filled in. The patient also could see that the therapy was turned off. The patient did not understand why the therapy would turn off even though the recharger indicated that the ins battery level was at 25-50% during the call. It was explained how therapy can turn off if the ins battery level gets critically low and that the recharger can still charge the ins when therapy is turned off.